Manufacturer narrative:
The investigation for the reported low pump flow has been completed. Data logs were reviewed which confirmed the low flow when pump started and remained to the rest of the case that triggered auto suction response and suction alarms. The impella was returned for evaluation. Visual inspection found a kink on the cannula about 15 mm from inflow cage and the cannula bonding site. No other issues were found on the rest of the pump. The root cause of low flow was most likely a kinked cannula. Added- d9 device return date, h6 impact code 4628 to conform to updated procedures, section d6 has revised with updated information.

Event description:
The user facility reported a 55-year-old female noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that immediately following implant, the impella cp pump began to experience suction issues at performance level p-9. An x-ray was performed, and a kink was noted under the outlet. Attempts to reposition the pump were unsuccessful in straightening the kink. Despite the noted damage, the physician opted to continue support at performance level p4 with suboptimal flows. Following a scheduled procedure, one last attempt was made to reposition straighten out the pump, however the patient's short ascending aorta made the task difficult, and the decision was made to wean and remove the pump. There was no patient harm resulting from the issue.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.